Manufacturer narrative:
D4 (serial & catalog) has been updated. E4 (reporter also sent report to FDA?) Has been added as this was omitted from the initial mw submitted. Purge pressure high: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation and limited clinical details was provided.

Event description:
The user facility reported a 57 year old male on an impella 5.5 due to cardiomyopathy. During support, a red alarm ¿purge pressure high¿ occurred and the purge flow (pf ) was less than 1ml/h and pp 1000mmhg. A recommendation was given to replace the pump and start tissue plasminogen activator (tpa) lysis. Patient outcome was unknown.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated the following codes: h6 clinical code changed to e2403. H6 impact code changed to f2303. H6 type of investigation b18 from b17. Added: d6b. Additional information provided states that the patient was successfully weaned without any complications and the device was discarded.